Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4): added additional information. The device was received with the blade discolored (blue) due to heat generated from contact between the blade and tissue pad. The blade was found to be broken at the discolored (blue). The tissue pad was visually inspected and it was not damaged. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them.

Event description:
It was reported that during a coronary artery bypass graft, the blade broke off suddenly. The tip was retrieved. No error code was displayed. The jaw did not clamp the clips nor touch forceps. The tissue pad of the device was damaged. Another device was used to complete the case just in case. There were no adverse consequences for the patient.